Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an elevated psa result on one patient sample, which did not match the clinical history, generated by the unicel dxi800 access immunoassay analyzer. The result was reported out of the laboratory. The initial sample was not repeated due to low volume level; hence a second sample was collected and tested on the same unit. Lower result within the normal reference range was obtained. The customer does not know if there was any change to the patient's treatment due to this event.

Manufacturer narrative:
The customer called hotline inquiring the affects of a short sample when testing for psa. Hotline advised sample integrity may cause falsely elevated psa results. Per the cf, the customer states the qc and calibrations are within specifications and the instrument performance is not being questioned. Service was not dispatched for this event. Although sample integrity was discussed with hotline, no clear root cause could be determined with the information supplied.